Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer often has had implausible too high blood glucose levels (250 - 350 mg/dl) and also implausible too low blood glucose levels (~40 mg/dl). Customer and her diabetes specialist assume the pump delivers inaccurately. No adverse event alleged. A request was made for the return of the device.